Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, satellite station device, unknown. Device manufacture date is unknown. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty surgical procedure, while using the robotic-assisted solution satellite station device and the saw interface device, it was observed that the first distal cut was over-resected. The distal cut was checked and showed a 0.5 accuracy. The reporter stated that the saw blade was re-calibrated but there seemed to be play with the saw blade device. The reporter indicated that the saw interface device was loose. The reporter stated that the distal cut indicator would turn and stay green during the cut, but during other cuts it was observed that the status indicator changed from green to white(chatter). It was reported that when the saw was brought in for the anterior cut, it was observed that the saw blade was ¿air balling." It was reported that the saw was re-calibrated to finish cuts. According to the reporter, the posterior cut was off by -2.5mm and the anterior chamfer cut showed -1.5mm off. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation of the returned video it was confirmed that the interaction between the saw handpiece and the saw interface was loose. The saw handpiece was not returned with the saw interface device therefore an accurate functional assessment could not be performed. The reported condition of connection issue is being addressed through CAPA. A manufacturing record evaluation was performed for the finished device and no non-conformances related to this complaint were found. The assignable root cause could not be determined.